Event description:
The customer reported an error 90009.

Manufacturer narrative:
The customer reported an error 90009. The device was evaluated at philips, and the reported symptom was duplicated. Replacing the power pca resolved the issue.